Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) cable break. It was reported that during preparation of the sgc, when the +/- knob was turned half a turn, a cable break occurred. The sgc was not used in the anatomy and was replaced. A new sgc was used to continue the procedure. A clinically significant delay in the procedure was not reported. No additional information was provided.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). Evaluation summary: all available information was investigated and the reported cable break was confirmed. The investigation was unable to determine a conclusive cause for the steerable guide catheter cable break. The observed mechanical issue of loss of tip deflection however, was a secondary effect of the cable break. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.